Event description:
It was reported that the device's min/max buttons were not activating when the requests were made. They used cautery to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.